Event description:
The patient caregiver reported that the cadd solis machine was leaking solution. The infusion was life-sustaining. There was no reported patient involvement and harm.

Manufacturer narrative:
B3 - date of event was captured as 01jun2026. Possible serial number: (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.